Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Reportedly, the customer was at the hospital for an unrelated issue, and the customer was treated with intravenous fluids (not identified by customer) by a hospital nurse. Customer changed pump supplies and resumed insulin.